Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had bleeding at the staple line a day following a transverse colectomy. A colonoscopy showed bleeding and several clips were placed. It was stated that the surgeon paused to let edema out before firing. The patient¿s hemoglobin dropped and had to receive blood transfusion. The surgical time was extended to 30 minutes or more.